Manufacturer narrative:
(B)(4). The cause of the check heater line with the observance of air was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line, this situation occurred during fill 1. The homepatient (hp) states he had spotted air in the patient line. The technical service representative (tsr) assisted the home patient (hp) assisted the hp to end therapy then advise the hp to start over with new disposables. Product surveillance contacted the patient on (B)(6) 2010. The patient stated the following: nothing was noticed with the supplies and using new supplies cleared the alarm. Sample availability was unknown as the caregiver handled the supplies. No patient injury or medical intervention was reported.